Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. Data was evaluated and the allegation was confirmed. A probable cause could not be determined via data. No injury or medical intervention was reported. The reported glucose values fall within the d zone of the parkes error grid. The data investigation confirmed a difference in values that falls within the b zone of the parkes error grid.